Event description:
It was reported to boston scientific corporation on june 17, 2008 that a hyrdothermablator console unit was to be used for hydrothermablator (hta) procedure in a female patient (age and weight unknown) in 2008. According to the complainant, water leaked from the cassette. The procedure was completed with this device. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product evaluation of the returned device revealed that the unit had a bad roller assembly that caused the tubing to tear. The roller assembly was replaced and the console tested properly. A search of the field service records for this unit was conducted and no like complaints were found.